Event description:
Customer reported that the device lack of power and overheating even with the battery changed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing revealed that the motor power was low and it lacked power. This was attributed to inappropriate handling. Additionally, water was found inside the motor. The device was repaired by replacing several components and returned to the customer on (B)(4) 2013. Placeholder.